Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged damage to the belt clip rails. Insulin pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, broken belt clip rails, keypad overlay texture damage, cracked retainer, and missing display window/cover. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where broken belt clip rails was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on clip holder. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.